Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, this patient underwent an endovascular procedure to repair a thoracoabdominal aortic aneurysm using a gore® dryseal sheath with hydrophilic coating. The 24 fr sheath was inserted from the right femoral artery. All endoprostheses were deployed with no issue. When the sheath was withdrawn from the patient, the right external iliac artery was ruptured. It was reported that the right access vessel diameter was measured 7.5 mm and the ruptured artery had small diameter against the 24 fr sheath. According to the sizing guide, the nominal od of the 24fr sheath is 9.1 mm. After an occlusion balloon was inserted from the left side, a gore® excluder® aaa endoprosthesis iliac extender component was implanted to repair the rupture. The procedure was then concluded, and the patient tolerated the procedure.